Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an unknown liquid inside the infusion set is inconclusive due to the state of the returned sample. One 20 ga x 0.75 in. Powerloc infusion set returned in its opened packaging was returned for evaluation. An initial visual observation of the returned infusion set revealed no obvious use residues throughout the returned device. No liquid was observed inside the tubing during an initial visual observation. An initial visual observation of the first returned photograph showed a clear tube with a clear liquid that was observed to be inside the tube. A functional test of attempting to infuse air into the infusion set using a 12 ml syringe revealed no liquid exited the device. The complaint of an unknown liquid inside the tubing of an infusion set is inconclusive due to the absence of unknown material inside the returned device. Possible substances that may be found inside the tubing of the device include excess silicone oil or other infusates. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on (B)(6) 2024, when performing maintenance on patients at the catheter clinic, they found that there was unknown liquid in the transparent extension tube and they were afraid to use it. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.